Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. The patient stated that the pump was empty and they need an emergency baclofen pump refill. Patient stated the pump started to alarm last thursday. Patient was redirected to their healthcare provider to further address the issue. Agent provided patient with national answering service (nas) number for healthcare provider office to call. Patient was currently at a hospital and receiving 10 mg of oral baclofen.